Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer was sitting in the chair. The consumer stated the cross brace broke at the weld with out warning. The consumer stated his wife fell through the chair. The patient was scraped on her right side along her back. The consumer has been checked out by a family nurse.

Manufacturer narrative:
Per the expanded evaluation the wheelchair expanded, but did not completely seat due to the right seat rail being broken away from the crossmember at the weld connecting the two tubing segments. The loose seat rail sat in its h-blocks correctly and did not appear to be bent. Closer inspection of the broken weld found that the weld itself was intact. However, the section of seat rail tube wall underneath the weld site had completely pulled away from the seat rail. The section of broken tube was still attached to the crossmember. Inspection of the tube wall cross-section found no evidence of internal corrosion or material gradation. The general stated of the wheelchair was worn/dirty. All four wheels had accumulated dirt/particulate on their treads and hubs and the grips on both wheel locks were torn. The underlying cause is most likely due to wear-related stress on the weld's heat-affected zone.

Event description:
The consumer was sitting in the chair. The consumer stated the cross brace broke at the weld with out warning. The consumer stated his wife fell through the chair. The patient was scrapped on her right side along her back. The consumer has been checked out by a family nurse.